Manufacturer narrative:
Based on the claim against the product by the customer noting an auto-firing issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer stated that there were two bipolar instruments in use that were installed on the universal surgical manipulator (usm) arms. Tse instructed the customer to remove one of the bipolar instruments and to verify proper generator settings. The issue will be monitored for recurrence. It was confirmed that the 3rd party generator in use (force triad) is approximately 10 years old and is not properly maintained. The site thinks that the issue is related to the generator and not the instrument. Although auto-firing took place, there was no confirmed unintended energy activation on a tissue or a vessel. The instrument in use was a fenestrated bipolar forceps instrument; however, the site was unable to provide information about the instrument information as well as its disposition. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of the alleged auto-firing issue is likely due to the 3rd party generator's improper maintenance or that it is approaching its end of life. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument auto-fired. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the force triad generator was unable to activate the bipolar instrument. The customer received phone assistance from the technical support engineer (tse). The customer stated that there were two bipolar instruments in use that were installed on the universal surgical manipulator (usm) arms. Customer further reported that one of the instrument allegedly fired without the surgeon activating the energy pedal (autof-ired). Tse instructed the customer to remove one of the bipolar instruments and to verify proper generator settings. The issue will be monitored for recurrence. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was one occurrence of auto-firing of the installed fenestrated bipolar forceps instrument. The site indicated that the issue is suspected to be caused by the 3rd party generator in use (force triad) and not the instrument. Generator is approximately 10 years old and it is not properly maintained. The site thinks that the issue is related to the generator and not the instrument. Although auto-firing took place, there was no confirmed unintended energy activation on a tissue or a vessel. The site was unable to provide information about the instrument information as well as its disposition.